Manufacturer narrative:
A ts representative discussed that the charge time most likely exceeded the charge time limit at the previous follow up when eri was observed. For this model, a charge time above 18.9 seconds would declare eri during mol2. Since the time eri was declared, the charge time improved and was above 18.9 seconds. This change in charge time and that the battery voltage was still at mol2, resulted in the eri status becoming reversed. It was also discussed that due to the initial charge time being above the charge time limit, this ICD should be replaced and returned for laboratory analysis. No additional information is available. Once the explanted ICD has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was being replaced as it was observed that it was in elective replacement indicator (eri) status. Prior to the procedure, it was noted that the device was not in eri but rather middle of life 2 (mol) with a monitoring voltage of 2.59 volts and a charge time of 17 seconds. There was a concern that the device was displaying the wrong device status which resulted in early replacement. This device was explanted and returned for analysis. This device is part of the food and drug administration (FDA) advisory notification issued on november 27, 2007 regarding high middle of life (mol) battery impedance causing early replacement indicators (eri) in a small subpopulation vitality, contak renewal and assure tm devices. The ICD was successfully replaced and will be returned for analysis. In addition, boston scientific technical services (ts) was contacted to inquire why the device is not showing a status of eri. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ICD was thoroughly analyzed. Laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Memory review confirmed that the device experienced two charge times above 19 seconds, one on (B)(6), 2010 and the other on (B)(6), 2010. It was then noted that the device experienced two additional charge times below 19 seconds several days later. The additional charge times resulted in the device reverting back to mol2 status. Extended charge times as well as variations within those charge times during mid-life is normal device function. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that this ICD had declared eri due to an extended charge time but then later reverted back to mol2 status after experiencing two charge time below 19 seconds. It was determined that this observation was not due to premature battery depletion, but rather that the device was functioning as designed.

Event description:
The device was returned.